Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to the patient leaving a window open when starting therapy; however, this could not be medically confirmed. The patient was hospitalized on the same day as onset of the peritonitis event. The peritonitis was manifested by nausea, vomiting, abdominal pain, and cloudy effluent. The patient was treated with cipro (orally, dose and frequency not reported) and an unspecified antibiotic (dose, route and frequency not reported) for the event. Three days later the patient was discharged from the hospital and was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4).